Event description:
It was reported that during a photoselective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber tip broke. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified there were no damages or defects observed. The glass cap exhibited severe devitrification, which is a normal degradation, this occurs through use of the fiber and should not be considered a failure mode. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Based on analysis results the fiber showed signs of normal usage and there were no fiber damages identified that could have caused or contributed to the reported. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber tip broke. The procedure was completed with another fiber without patient complications.